Event description:
It was reported that while the nurse was attempting to draw labs from the blue cvp port of the swan-ganz catheter, blood backed up into all ports of the pa line and into the IV bags and syringes. Air bubbles were noted in the tubing. Lab results became erratic and the clinicians were unable to rely on blood draws from the pa line. Due to the blood back-up, the IV drip tubing was exchanged. During the exchange, there was a brief interruption of the vasopressor infusion the patient was receiving, which caused a drop in blood pressure. The physician was notified of the pa line malfunction. A cxr was obtained and a small crack was noted in the line. A new line was inserted. No patient injury was reported. The line had been inserted in the cardiac cath lab. The hospital uses care fusion max plus valves and smiths medical stopcocks on the vip ports of the swans and use the edwards stopcocks that come with the pressure set on the monitoring lines.

Manufacturer narrative:
One swan-ganz catheter with attached monoject 1.5cc limited volume syringe and two edwards stopcocks were received for evaluation. The catheter was received with an unknown introducer and contamination shield. One non-edwards injection site was also returned. The balloon inflated clear and concentric and remained inflated without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. The pressure monitoring system was not returned for evaluation. The returned injection site and returned edwards stopcocks were tested and do not leak. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. The complaint could not be confirmed during the evaluation. No defects or damages were identified on the returned products. No cracks in the swan-ganz catheter were identified. It could not be determined if the system was set-up in a manner that may have contributed to the bubbles reported. Lot number was not provided, therefore review of the manufacturing records could not be completed. No actions will be taken at this time.